Event description:
It was reported that the pull ring cap on the patient line of the homechoice cassette was loose and fell off. This was identified before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation in an opened pouch without a large blue pull ring cap. Visual inspection was performed and the large blue pull ring cap was not returned with the set. There was no damage observed to the patient connector. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.